Event description:
It was reported that during a procedure with a coolflow® tubing set, a foreign material was found inside of it. There was no patient consequence. A foreign material was found in the drip chamber when it was full with saline to remove air before the tubing set was set to the coolflow pump. The foreign material was flushed with saline from inside the tube. The procedure was completed successfully with a similar-like device. Since the foreign material found in the dip chamber is an indicative of a reportable event, this complaint was determined to be reportable.

Manufacturer narrative:
(B)(4) it was reported that during a procedure with a coolflow tubing set, a foreign material was found inside of it. There was no patient consequence. A foreign material was found in the drip chamber when it was full with saline to remove air before the tubing set was set to the coolflow pump. The foreign material was flushed with saline from inside the tube. The procedure was completed successfully with a similar-like device. Since the foreign material found in the dip chamber is an indicative of a reportable event, this complaint was determined to be reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that there was foreign material approximately 24 cm from the drip chamber. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle material is siloxane (polymeric silicone). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required. A supplier corrective action was initiated to further investigation.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).